Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a likely mechanism causing the breakage of the probe might be the following: 1. Probe contact with hard tissue such as bone or calcified tissue, metal clips, staples, or other surgical instruments. 2.due to the ultrasonic vibration, coating of the probe peeled off. Also, it caused scratches on the probe. 3.a force to activate the output in seal & cut mode or a force to grasp the body tissue was applied to the probe. This caused cracks to branch out at the scratched area of the probe. Additionally, an ultrasonic level error (u509) occurred. 4. Some kind of load was applied to the probe and it broke. The event can be detected/prevented by following the instructions for use which state: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegations were confirmed. The u509 (ultrasonic level) error was displayed in probe check mode. The probe was broken off. The device evaluation found, there were scratches on the probe which came in contact with something hard. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, at the start of a therapeutic laparoscopic left hemicolectomy, the thunderbeat displayed an ultrasonic level u509 error code. The customer was advised to re-assemble the thunderbeat handpiece, redo the probe check and change the transducer if the error did not resolve. The error persisted and it was advised that a brand new thunderbeat be used to continue the surgery. While cleaning and inspecting the subject device, the probe broke outside of the patient¿s body. The procedure was completed by using another thunderbeat. There was no report of patient harm associated with this event.